Event description:
Boston scientific received information that this patient was hospitalized after a syncopal episode. It was not related to device malfunction. Physician suspected patient condition. Technical services (ts) was contacted to discuss ratesmoothing and mv sensor. The decision was made to reprogram this pacemaker. There were no additional adverse patient effects reported.

Manufacturer narrative:
This pacemaker remains in service. At this time there is no additional information. Should additional information become available this report will be updated.